Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized due to the reported event. The treatment for the peritonitis included injection (inj) of vancomycin (1gram, stat dose, route not reported), inj. Of intraperitoneal (ip) amikacin (500milligrams stat dose, and 100milligrams once per day) and inj. Of fortum (1gram, once per day, route not reported). The patient was recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, while (B)(4) addresses the transfer set report and (B)(4) addresses the minicap report for this patient.